Event description:
Customer called into customer service and reported that her pump in style transformer power cord broke, it fell apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow-up with the customer, she indicated that after about three months of usage, the transformer housing cracked where the screws hold it together. She indicated that she did not witness any smoke, fire, spark or flame and that there were no injuries sustained as a result of the issue. When the product was received, the product evaluation revealed a breach on the transformer housing and inner electronics were exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.95 vdc, which is normal and indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 57.37 ohms, which is normal and indicates that the thermal fuse did not blow.